Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Manufacturing location: (B)(4). Manufacturing date: 26may2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an anterior cervical discectomy and fusion (acdf) using zero-p implant at c2-c3, surgeon was drilling a pilot hole into c3 vertebrae through the zero-p implant holder when the drill bit broke half way up the thread. Intraoperative x-rays were taken, plain films first then c-arm, to locate the broken piece. Broken drill bit was retrieved; procedure was completed successfully with no further harm to patient. Procedure was delayed approximately twenty (20) minutes due to this event. This is report 1 of 1 for (B)(4).